Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tubes, the device experienced discolored / abnormal additive form this event occurred 100 times. The following information was provided by the initial reporter. The customer stated: today, it has been noticed that the edta tubes used for bd's blood center examinations have some excess yellow `lump` on the inner surface of the tubes.

Manufacturer narrative:
H6: investigation summary bd received 6 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. Due to the larger than normal additive droplets the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. 100 retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tubes, the device experienced discolored / abnormal additive form this event occurred 100 times. The following information was provided by the initial reporter. The customer stated: today, it has been noticed that the edta tubes used for bd's blood center examinations have some excess yellow `lump` on the inner surface of the tubes.